Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation/no medical intervention has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire was damaged when it was advanced through the calcificated lesion. The physician felt resistance and saw a strange picture of the bmw guide wire on the screen. The guide wire was removed from the patient and it was noticed that the guide wire structure had damage. The procedure was completed with a pilot guide wire. No additional event or patient information is available. This is being reported based on the returned product analysis which revealed a separated guide wire.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils and the core. The shaping ribbon had separated 5 mm proximal to the tipball. The separation faces were twisted. The distal portion of the guide wire was still attached to the coils. The coils were still intact at the shaping ribbon separation. The tip coils distal to the center solder and proximal to the separation were completely stretched. There were offset intermediate coils 1.3 cm proximal to the center solder. During the course of the investigation, the coils detached at the separation. No other damage to the guide wire was noted. The guide wire, up to the separation, passed through a hole gauge and met manufacturing criteria. The tip was not tugged on due to the shaping ribbon separation. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. Results of the sem analysis indicate that the guide wire shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to separate due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel, possibly because of the calcification that was present. The cause of the torque was not described, but the sem shows that the guide wire had been overtorqued beyond the strength of the guide wire resulting in the separation. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.